Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in used condition and was decontaminated. Performed visual and functional testing. No observable damage. There was missing battery door seals and scratches on the lens. High alarm displayed: cassette not attached properly. High alarm silenced: cassette not attached properly. The customer's reported problem was duplicated. The root cause was the dso sensor being inoperable; it did not meet specifications. Replaced the dso sensor to correct the problem. Also replaced the dso bezel, dso seal, lcd lens, lcd lens seal, keypad, overlay gray, rear label, side label, and battery door. After the repair the device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. The product fault occurred during testing, there was no patient involvement.